Event description:
Caller reports electrical contacts of this inform base are melted. She also reported two inform meters were damaged in use with this base unit. No adverse event reported. A request was made for the return of the base and meters, replacements sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Inform meters reported in medwatches with identifiers (B)(6).

Manufacturer narrative:
Inform meters reported in medwatches with (B)(6).